Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is still working although closed the lip. In this state the device may remained on until battery power is depleted rendering it unable to power on and deliver defibrillation therapy if needed. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device is still working although closed the lip. In this state the device may remained on until battery power is depleted rendering it unable to power on and deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The customer received a replacement device. Physio-control further evaluated the customers device and improper installation of the reed switch was determined to be the cause of the reported issue. The device was destructively tested section b executive summary of the initial medwatch report indicates: the customer contacted physio-control to report that their device is still working although closed the lip. In this state the device may remained on until battery power is depleted rendering it unable to power on and deliver defibrillation therapy if needed. Section b executive summary of the initial medwatch report should indicate: the customer contacted physio-control to report that their device is still working although closed the lip. The device is design to automatically shutdown after a period of time.